Event description:
Boston scientific received information that prior to an elective device replacement procedure, this right ventricular (rv) lead exhibited impedance measurements greater than 3000 ohms with high threshold measurements. During this procedure, the lead was connected to a pacing system analyzer (psa) for testing. This testing produced the same results. As the shock impedance measurements were stable, the pace/sense portion of the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.